Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that the implantable cardioverter defibrillator (ICD) had no bluetooth (ble) telemetry when interrogated with a merlin 2 programmer. A different merlin 2 programmer was used and interrogation via ble telemetry was still unsuccessful. The ble issue was resolved via interrogation with a 3650 programmer. There were no reported patient consequences.